Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. The reported condition was not confirmed; the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A request for the return of the actual sample has been made. Should the actual sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if additional relevant information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to (B)(4) that the screw of a transfer set was not smooth. There was patient involvement, however no injury was reported with this issue.